Event description:
The customer reported that the device was failing the opcheck at pads. This occurred during testing; there was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was failing the opcheck at pads. This occurred during testing; there was no pt involvement. The device was evaluated at philips. The symptom was clarified as the device was failing the defib test for pads. The technician also noted that the device intermittently failed to charge and shock in monitor mode, and a therapy pca autotest error was noted in the status log. This issue was localized to the therapy pca. The therapy pca was replaced to resolve the issue. The device passed all testing and was returned to the customer.